Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was found to have an lvad pocket infection after drainage was observed from the chest tube sites upon exploration. The pt subsequently underwent dressing changes through the chest tube sites. At a more recent lvad pocket exploration, the pt was found to have bowel perforation as apparent stool (fecal) material was visualized around and on the pump. It was reported that the surgeons at the hospital are unable to repair the bowel perforation without removing the lvad. The hospital staff discussed with the pt's family that the procedure carries a high risk of morbidity and mortality. Poor underlying cardiac function makes survival post-procedure unclear, though overwhelming sepsis seems certain in the event that the above procedure is not performed. The pt was brought to the operating room at this time for removal of the lvad and repair. Prior to the discovery of the bowel perforation, deterioration in the pt's neurological status was noted. The hospital decided to continue lvad settings as the pulsatility index (pi) was within the normal limits with good flows. It was reported that the pt had septic shock and a chest tube was inserted. Blood culture with e.coli, strep mitis, and CT fluid with enterococcus were noted.